Event description:
It was reported that every time the customer travels on an airplane the insulin vial gets air bubbles. Customer stated the insulin pump was not rewound with a reservoir in place. Insulin was not stored at room temperature but she allows the vial to come down to room temperature. Customer has with issues getting the air bubbles out of the reservoir due to the bubbles being in the insulin vial. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.